Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she hadn't charged her scs system in several months, and as a result, her ipg became inoperable. Surgical intervention took place on (B)(6) 2016 at which time the ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.